Manufacturer narrative:
The mesh was implanted in 2005. The patient experienced recurrent urinary tract infections and pain. The mesh was removed in 2018 and it was reported that it was found that the mesh was incorrectly placed.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? Product code and lot number? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure symptoms and diagnostic confirmation? When was the mesh exposure first noted by a physician? Describe medical/surgical intervention for exposure including dates and findings. What is the patient's current status?

Event description:
It was reported that the patient underwent gynecological procedure in 2005 and mesh was implanted. Following the procedure, the patient experienced recurrent uti¿s and pain. The patient underwent a scope and mesh found through urethra. The mesh was removed completely in abdominal and vaginal approach with fascial sling inserted. Additional information has been requested.